Manufacturer narrative:
The device was returned for evaluation. During investigation, the operator attempted to power the device on using battery power and using ac power but the device would not power on to allow for testing. The reported issue could not be confirmed as the device's condition did not allow for any testing to be performed.

Event description:
It was reported that the device gave a "constant alarm". No adverse effects to patient reported.